Event description:
Incident details surrounding event: our cone biopsy excisor small, reference #900-150, malfunctioned. It melted. Fischer cone biop ex sm 900-150, e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Incident details surrounding event our cone biopsy excisor small, reference # (B)(4). Malfunctioned. It melted. 1216677-2022-00328 fischer cone biop ex sm (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned x-review DHR t *analysis and findings complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi on 23-feb-2021 under wo # 298645 and shipped on 13/apr/2021. Manufacturing record review: DHR-298645 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: (B)(6) lot number mo102020-12 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. This lot number has been depleted from inventory. Root cause: there was no product returned for evaluation. If further information becomes available at a later date this investigation will be amended accordingly. Definitive root cause is indeterminable. However, previous testing performed in march 2019 attempting to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No.